Event description:
The info reported by the facility is not clear, but reportedly the device completed defibrillator charge but would not discharge energy to the pt when the paddles discharge switches were pressed. It was reported the defibrillator was eventually recharged and defibrillator therapy was administered to the pt. The pt was resuscitated. The facility stated there were no adverse affects to the pt resulting from the reported discrepancy.